Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving bupivacaine (2 mg/ml, calculated 1.633 mg/day) and morphine (unknown, 30 mg/ml, 24.498 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back syndrome - other. It was reported that there was a residual volumes issue: the expected residual volume was 2.88 cc while the actual residual volume was around or over 10 cc at the pump refill on (B)(6) 2018. Motor stalls were reported: a stall occurred (B)(6) 2018 with recovery (B)(6) 2018; a stall occurred (B)(6) 2018 with recovery (B)(6) 2018; a stall occurred (B)(6) 2018 with no recovery and tube set on (B)(6) 2018. The patient did not have any recent MRI (magnetic resonance imaging) or emi (electromagnetic interference). The pump was refilled every month. The patient feels better/pain was better with treatments/injections. The hcp would confer with the patient regarding pertinent information. No further complications were reported.

Manufacturer narrative:
The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-oct-04. The patient reported their pump was replaced because it had stalled and stopped working. The patient's healthcare provider prescribed oral medication (norco) as the patient was without pump therapy for two weeks before it could be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.